Event description:
Two devices: (B)(6) 2022 upon reprocessing equipment, it was found to have a scratch or tear near the distal tip of articulating catheter, a discoloration was also noted internally around the area of defect. (S11220901 0013). (B)(6) 2022 possible fluid invasion, equipment did not pass pre-checks for procedure (s11220901 0016).